Manufacturer narrative:
Multiple attempts were made to try to obtain further information about this case but no response received from the customer.

Event description:
Philips received a complaint on the v60 ventilator, indicating that the touch screen is completely off and possibly needs calibration. The device was not in patient use when the reported event was discovered. There was no report of patient or user harm. The remote service engineer (rse) evaluated the device with the customer and was advised that the touchscreen is not responding. It took multiple calibrations to get the touchscreen to pass. The rse informed the customer that it can take multiple calibrations to get the touchscreen to pass. The rse suggested for the customer to go to the touchscreen diagnostics page and make sure the touchscreen is responding correctly on the entire page before placing into service.